Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation on 10/30/2014, a breach in the transformer housing was found. See page 3 for product evaluation. The cause of the breach in the rec n transformer has not been determined at this time. It is currently under investigation under (B)(4).

Event description:
The customer reported to customer service that the prong on the transformer of her pump in style breast pump, was falling into the housing. Upon receipt and qe evaluation on 10/30/2014, a breach in the transformer housing was found.